Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,(B)(6) 2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating with the server and new patients were not crossing. The technical support specialist (tss) identified that the c drive was out of space and caused a connectivity issue also the structured query language dump error led to purge failure. Tss deleted some old sql dump files, restarted the maintenance services, followed the steps in knowledge article "proper data sync 2.0 procedure" and "proper datasync procedure & how to place new db in es station", verified the synchronization status and confirmed that there were no expired messages in server and no disconnected icon was showing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating with the server, and new patient information was not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.